Event description:
While troubleshooting an alarm situation during a home pt's (hp) automated dialysis therapy on a homechoice machine, the hp indicated that they had just gotten out of the hosp for peritonitis. Further follow up with the home pt's nurse revealed that while on vacation, the home pt allegedly did not pack enough minicaps with them, and had to temporarily manage without any minicaps. The hp's nurse is unsure whether the hp reused minicaps, or went without capping off at all. Pt has since denied running out of minicaps; they stated that they obtained extras from a dialysis center when they were vacationing. Subsequently the hp went to the emergency room of a nearby hosp and was hospitalized following a peritonitis diagnosis. The hp was treated with ancef (dosage and route unknown) during hospitalization. The hp was released the day after admission. The hp then went to their primary clinic which administered 1 g vancomycin ip. Reportedly, the home pt has fully recovered from the infection.